Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes on 2 separate occasions: 0.7 mmol/l and 5.4 mmol/l 1.9 mmol/l and 10.8 mmol/l. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.